Event description:
Information received with return of the explanted device notes that at many follow-up visits, the sensor was reset. Each time, the patient, who was pacemaker dependent and chronotropically incompetent, complained of a heart rate that was either too slow or too fast.